Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03640. The patient reported he is experiencing heating at his scs ipg pocket site while charging. The patient also reported he has to charge in intervals to let the device(s) cool. A replacement charging system (low energy) was sent to the patient. Follow-up identified the issue resolved with the replacement charging system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal numbers: 1627487-05242011-002-r, 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in a field advisories and a correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.